Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found previous reports for the smartset mv 40g eo. Review of the device history records in a previous investigation did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states patient was revised to address infection. Update rec'd 10/22/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient's tibial tray was found to be loose. At revision spacers were placed and the patient was reimplanted on (B)(6) 2015. At this time the patient's tibial component and cement are being reported at this time. The complaint was updated on: 11/19/2015.